Event description:
Patient's mother stated that the patient's v-go keeps falling off. The mother stated it has happened multiple times but is not sure exactly when and the patient experienced the adhesive not staying attached a few times. The patient stated the adhesive would start to detached from her body anywhere from immediate application to 4 hours of use. The patient's mother stated she does clean the area with an alcohol swab and lets the area dry before applying the v-go.